Event description:
Information received indicates the bed will move down if someone sits on the foot end of the bed.

Manufacturer narrative:
The technician found the nurse panel cable from the footboard was pinched. The technician replaced the cable to repair the bed.